Event description:
This patient had an elective arthroscopy right shoulder acromioplasty with distal clavicle resection and possible rcr. A disposable resection ablator was used during the surgical procedure through the arthroscope. A white ring which attaches to the ablator came off into surgical field. The ring was witnessed and retrieved by surgeon and removed intact. No part was retained in the patient. Described to this writer by surgical rn that the ring has the purpose of protecting surrounding tissue from ablation. There was no injury to the patient.